Manufacturer narrative:
Implant regio 46 fractured. Construction was a implant retained bridge. Bone loss caused by patient related periimplantitis is documented. Implant lost stability and mechanical overloading caused implant fracture. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.